Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for this event. On an unknown date, the patient was treated with vancomycin injection (1 gm, every 5thday, discontinued) and fortum injection (1 gm daily, discontinued) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was reported that the patient was using baxter pd disposables products at the onset of peritonitis. No additional information is available.

Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.